Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: rust was found near the laser markings on the reamer heads. There was no patient involvement. The product associated with this event has not been returned for investigation and no further information was provided. This is report 6 of 8 for complaint (B)(4).